Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had accidently washed the uploader. During the call he also mentioned that earlier in the day her blood glucose was 47 mg/dl, but he treated with eating crabs and candy, it went up to 136 mg/dl. Customer declined troubleshooting for the low blood glucose levels. The insulin pump is not returning for analysis.